Event description:
Consumer complaint of high blood glucose results. Expected non-fasting blood glucose test result range is 100 to 115 mg/dl. Customer observed symptoms of dry mouth and headache at the time rec'd result of 185 mg/dl on (B)(6) 2015. Medical intervention is not required at the time of the call on (B)(6) 2015 or previously. Currently taking medication to manage diabetes. Verified storage of product is not within instructed spec since they are kept in kitchen. Test strip lot manufacturer's expiration date is 05/14/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 149 mg/dl (B)(6) 2015 09:53am, 2: 150 mg/dl (B)(6) 2015 11:08am, 3: 157 mg/dl (B)(6) 2015 11:15am, 4: 144 mg/dl (B)(6) 2015 09:16am, 5: 185 mg/dl (B)(6) 2015 09:19am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected non-fasting blood glucose test result range is 100 to 115 mg/dl. Customer observed symptoms of dry mouth and headache at the time received result of 185 mg/dl on (B)(6) 2015. Medical intervention is not required at the time of the call on (B)(6) 2015 or previously. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 05/14/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.